Event description:
The pt underwent diagnostic catheterization. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment despite pulling the handle to the full deployment position. Backdown of the needles to their original position was not successful. The pt was sent for surgical removal of the device. The pt did fine after surgery.